Event description:
The customer reported that following a ptca/stent procedure in 2003, a vasoseal elite was deployed without difficulty. The pt's blood pressure subsequently dropped and the pt was sent for a CT scan. A retroperitoneal bleed was confirmed and the pt was taken to surgery for a vascular repair. The surgeon stated that there was no apparrent injury to the back wall of the vessel, but could not say whether the collagen plug was in contact with the artery or not. The pt was stable following the surgery and was discharged home without further complication in 2003. It is important to note that during the 2003 catheterization procedure the stick was made in the right femoral artery above the inguinal ligament.